Event description:
It was reported that a v.a.c. Therapy pt had a piece of foam dressing left in their wound over an undetermined period of time. The pt developed purulent drainage and required incision and drainage.